Manufacturer narrative:
G4:10feb2021. B4:11feb2021. The customer evaluated the device with the assistance of the field service engineer (fse) and confirmed the reported problem. The customer performed touchscreen calibration to resolve the reported problem. Unit passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
The customer called technical support (ts), reporting that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered.